Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery (rca). A 6f non-bsc introducer sheath was introduced. After a 3.5 6f il non-bsc guide catheter was placed, two non-bsc guidewires were advanced to cross the lesion. Following predilation, a non-bsc catheter was used to facilitate advancement of a 28 x 2.50 promus premier¿ drug eluting stent to treat the target lesion; however, the device failed to cross the lesion. Additional dilation was performed with a balloon catheter and the physician attempted to withdraw the promus premier¿ stent for deployment but the physician felt that the stent came in contact with the distal end of the non-bsc catheter. When the device was removed and was checked, the physician found that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).